Event description:
Pt reported that he was hospitalized due to hyperglycemia. On (B)(6) 2011, blood glucose was "okay" in the morning. Blood glucose elevated later in the day, and pt corrected hyperglycemia with the infusion device. This was not successful. Pt woke up during the night and felt his blood glucose was very high. He checked the infusion device and found it was in the stop mode. No alert or error message were received. Pt inserted a new power-pack, but the infusion device would not start. Pt called an ambulance and received stationary treatment. Pt did not have an infection or a change to his medication. Infusion device was not exposed to water or electromagnetic fields. Normal blood glucose is 7.5 mmol/l (135 mg/dl). Infusion device was requested for eval. Add'l details were not provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.